Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india, there was the possibility that the stain inside the lg lens was attributed to the moisture or the foreign material invasion due to the peeling of the adhesive around the lg lens. The cause of the peeling cannot be identified, but it is possible that it was caused by external stress such as hitting or dropping the distal end. For the foreign material around and under forceps elevator at distal end, it might be occurred due to the improper reprocessing of the subject device by the user.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that inside the light guide lens was dirty and there was the foreign material around and under forceps elevator at distal end. There was no report of patient injury associated with the event.